Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a review of device memory revealed that the device declared elective replacement indicator (eri) with the charge time of 19.202 seconds at a monitoring voltage of 2.67 volts. The observed rate of battery usage was compared to the expected rate of battery usage; the results indicated that the monitoring voltage was normal. Although the battery itself had not depleted prematurely, eri was triggered earlier than expected by extended charge times due to a higher-than-typical buildup of internal battery impedance. This device is not included in the mid-life display of replacement indicators advisory population.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) battery allegedly depleted prematurely. The device was replaced and returned for analysis. No adverse patient effects were reported.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.